Manufacturer narrative:
Device was used for treatment, not diagnosis. (Unique identifier (UDI) number): (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth and weight are not available for reporting. Date of event is unknown. This report is for one (1) unknown reamer head. Part#, lot# and UDI # is not available. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown reamer head. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the surgery, upon inserting corail implant (non-synthes), it was observed that the implant was getting held up distally. The surgeon decided to ream the femoral canal distally. The reamers that were available were the synthes reamers. The ball tip guide wire was not used. The surgeon reamed with 10.5mm reamer and decided to ream once more with the 11.5mm reamer. Upon exiting, the reamer head disengaged in the femoral canal. The surgeon tried to reattach the reaming rod to the head but pushed the reamer head distally into the femur. The surgeon decided that the best alternative was to leave the reamer head in the femoral canal. The corail femoral implant and head were implanted and incision was closed. Patient and surgery outcome was not reported. This report is for one (1) unknown reamer head. This is report 1 of 2 for (B)(4).